Event description:
It was reported during implant of the right atrial lead that locating acceptable electrical values was not successful due to the limited placement options for the lead. The lead was not used, and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.